Event description:
In 2000 following an angio-seal deployment with the anchor in position, some bleeding occurred. Manual pressure was held for 10 minutes and hemostasis was achieved. Integrilin therapy was begun two hours later. During the night, a large hematoma formed and the pt lost 7gr of hemoglobin, requiring a blood transfusion. The next day, the puncture site was opened to repair the artery and no anchor, collagen, or suture were found; however, a large clot had developed in the artery. The pt was in good condition and was recovering.